Manufacturer narrative:
(B)(4). Report source: company representative was missing in the previous report. Investigation summary: a review of the dimensional verification, complaint history, documentation, instructions for use, drawing, quality control, manufacturing instructions and a visual inspection of the returned device were conducted during the investigation. One catheter was returned with biomatter present. The shaft (at the flare) was separated from the mac-loc hub. The remaining portion of the device appeared to be intact. The flare of the shaft measured 0.270"x0.291". The suture was removed form the mac-loc in order to measure the inner diameter of the cap. The catheter shaft od was 0.184". The glued portion of the cap appeared fully intact, and there was no obvious deformation of the flared portion of the catheter. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. The lot number of the reported complaint device was not provided, therefore a review of the device history record, non-conformances if applicable, and additional complaints could not be reviewed. Based on the information provided, the examination of the returned product, and the results of our investigation, several potential root causes were identified. Root cause excessive forces were imparted on the tubing during shipping and handling which caused the flare to pull out of the cap root cause too much of the flared tubing was caught between the threads of the cap and mac-loc during assembly, which damaged the tubing and weakened the tensile strength root cause it is unclear when the tool markings were imparted on the cap, however, it is possible that the customer saw the hub was loose on the tubing when the package was opened and tried to tighten the cap prior to the tubing completely separating from the cap. Since damage could have occurred to the device at several points in time (manufacturing, shipping/handling, upon opening of the package and manipulating the cap, a definitive root cause cannot be determined at this time. The quality engineering risk assessment for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. The appropriate personnel will be notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the international customer that, while still inserted in the patient, the chest tube connector portion of the ultrathane mac-loc locking loop multipurpose drainage catheter came apart. The chest tube had to be removed. The circumstances surrounding the usage and handling of the device are not known. The product is reportedly available for return.